Event description:
It was reported that during the procedure, the distal section of the fiber broke off after 45 minutes of use while in the multi-use-ureteroscope (unknown manufacturer). There were no patient complications. The user realized the following day during sterilization of the ureteroscope, that the laser beam had pierced it. Boston scientific has been unable to obtain additional information regarding the procedure despite good faith efforts.